Manufacturer narrative:
A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer¿s reported problem was confirmed. The customer stated that there was no patient involvement.

Event description:
Display board- failure bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. Case #: 00770088 case subject: npi 8100 error code 232.6040 account name: williams major hospital account #: 1416400 asset name: 8100 pump module 9.1.17.7 asset location: contact: (B)(6). Contact email: (B)(6). Contact phone: 317-392-3211 contact mobile: patient or user involvement: no patient or user harm: no case description: customer reports error code 232.6040 on their 8100 (sn: (B)(4)). Failure device type: alaris system instrument failure problem type: 8100 failure mode: troubleshooting/ error codes case resolution: informed customer this is due to the seven segment display on the display board. Recommended customer send in for repair. Transferred customer to repair team for further assistance. Ended call. (B)(4).